Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall # z-2880-2016 thru z-2883-2016. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r. (B)(4). Manufacturer contacted customer on 07/25/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated that their condition has improved and they did not report any medical intervention at this time. Manufacturer contacted customer on 08/10/2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of his results obtained. The customer's expected fasting blood glucose test result range is 300 to 600mg/dl and informed that he is concerned with all of his results as they are lower than his normal range of 300-600 mg/dl fasting. The customer reported symptoms of feeling dizzy upon standing and dry mouth. Medical attention declined by customer at this time. The customer states that he has a prescheduled appointment to see his psychiatrist and that he will see if he can have his blood checked. The customer states that he transferred test strips from this bottle into another vial (ps2144). The customer stated that he normally eats only once a day. The test strip lot manufacturer's expiration date is 07/13/2018 and open vial date is 07/20/2016. The meter memory was reviewed for previous test result history: the 156mg/dl (B)(6) 2016 09:45 pm fasting: yes, the 81mg/dl (B)(6) 2016 12:39 pm fasting: yes, the 117mg/dl (B)(6) 2016 06:46 am fasting: yes, the 77mg/dl (B)(6) 2016 10:22 pm fasting: yes, the 265mg/dl (B)(6) 2016 03:26 pm fasting: yes.